Event description:
It was reported that the user experienced an ¿unable to proceed¿ error during a supply change while using an infusion set, and the issue resolved only after a full supply change and dry run, after which delivery resumed normally. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health, no medical intervention, and no hospitalization. Investigation included technical troubleshooting and user education. Investigation of this case revealed that delivery resumed after replacing supplies and performing a dry run, indicating a transient delivery disruption consistent with an infusion set or supply-related issue. It was concluded that the event was addressed through supply replacement, with no device malfunction confirmed and no further clinical consequence.